Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: upon further review of the device investigation, it was determined that the device did not have corrosion/rusting/pitting as previously reported. It was determined that the trigger was fractured and sticky. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece/modular device had corrosion/rusting/pitting. It was further determined that the device failed pretest for check response of on/off trigger, check of free moving, check the incompatibility with lid of trauma recon system saw, and check proper function of the triggers. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.